Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners and battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 348 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.